Manufacturer narrative:
This is a follow-up report to a medwatch submitted under (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast mass, capsular contracture baker grade IV.

Event description:
Patient reported "deflation" and "a lump or thickening in or near the breast or in the underarm area" and later healthcare professional reported "pain and discomfort", "there was a suspicion of a right side leak, but was not confirmed to be deflated", "collapsed sub glandular implant capsules" and "a doctor manually deflated the implant". This record represents the right side. Device has been explanted.